Event description:
Reporter alleged discrepant blood glucose results of 542 mg/dl back to back with a result of 147 mg/dl when testing was performed 1 minute apart on the advantage system. Customer stated not having any high blood glucose symptoms at the time nor did they provide the location of the testing. As a result of the comparison, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549306 with an expiration date of 12-31-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.